Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 had failed and that the pockets were not detected on the bus. A field service engineer cleaned the contacts on the drawer controller boards, secured all connections, and tightened the hard stops to resolve the issue. The drawer then tested good in the hardware testing application, and the customer verified that it was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 2.1 and 2.2 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.